Event description:
The pt had two leads implanted with the same lot number. It was reported, the pt experienced a sharp burning sensation between his shoulder blades immediately after moving a mattress, he then felt burning down the tunneling site for the lead and at the ipg pocket site. Since this event, the pt has had severe abdominal stimulation. X-rays were taken and showed his leads have migrated.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.